Event description:
Elbow revision surgery performed on (B)(6)2025, due to disassociation of components. Humeral body with safety screw disengaged from modular spacer. This revision is registered as internal complaint (B)(4) and reported to the FDA with MFR. 3008021110-2025-00115. During the revision surgery, the following driver for 2nm torque limiter used for final implant assembly broke in implanting the new axle: screwdriver shaft for axle (part code 9015.90.006, lot number 24bq0a7). Moreover, the tip of a revision/conversion axle extractor driver broke inside the axle previously implanted while trying to implant new one: this event is registered as internal complaint (B)(4) and reported to the FDA with MFR. 3008021110-2025-00117. We did not receive any additional information about the patient. The event happened in the united states.

Manufacturer narrative:
Checking the manufacturing charts of the instrument involved in this event, no pre-existing anomaly was found in the 6 items belonging to the lot number 24bq0a7. The manufacturer will submit a final MDR as soon as the investigation is complete.